Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 11/2023).

Event description:
It was reported that during a stent placement procedure in right pulmonary artery, the stent allegedly dislodged from balloon. It was further reported that the stent was removed along with the entire stent delivery system. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one valeo expandable biliary stent was returned for evaluation. The stent was still loaded on the balloon, and it appeared to be slightly bunched at the proximal end. No other anomalies were noted during the visual evaluation. Under microscopic examination, it was discovered that the stent had left an impression on the balloon at the proximal end, indicating a partial dislodging. Due to the nature of the complaint, no functional tests were performed. Therefore, the investigation confirmed the reported stent dislodgement, as under microscopic observation, stent impression marks were noted at the proximal end, showing the partial dislodgement of the stent. The investigation was also confirmed for the identified stent deformation, as it was noted to be bunched near the proximal end during the visual evaluation. A definitive root cause for the reported stent dislodgement and identified stent deformation could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in right pulmonary artery, the stent allegedly dislodged from balloon. It was further reported that the stent was removed along with the entire stent delivery system. The procedure was completed by using another device. There was no reported patient injury.